Event description:
It was reported that at device change-out, lead fracture was noted at the level of the connector pin, near the ICD can. All electrical measurements were normal. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.